Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: during functional testing upon inflation and deflating the balloon a pin hole leak was discovered on the proximal end of the crimp balloon. No other abnormalities were noted. Dimensional testing was performed on the crimp balloon wall thickness at the point distal and orthogonal to the pinhole and was found to be within specification. During manufacturing, the following visual inspections and tests are performed throughout the process. During crimp balloon trimming and final inspection the balloon features are 100% dimensionally inspected per procedure. During final inspection per procedure, the entire device is 100% inspected distal to proximal by both manufacturing and quality. Per procedure, the flex catheter and balloon catheters are 100% leak tested. In addition, product verification (pv) testing is performed on a sampling basis for physical defects. The lot met statistical requirements as requirement for lot released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) was reviewed and no manufacturing non-conformances we identified that would have contributed to the event. The lot number review did not reveal other complaints to the reported event. A review of complaint history from september 2018 to august 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for returned devices. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggest that procedural/patient factors may have contributed the to the event. A review of complaint history revealed that the occurrence rate did not exceed the august 2019 control limit for all the trend categories. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic/mitral valve replacement. Implantation of a s3 thv in mitral position is considered off-label use. The commander delivery system IFU, device preparation manual, and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The device preparation training manual provides guidance on balloon rupture. If the delivery system balloon ruptures or leaks during deployment without thv embolization do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leak under echo and if post-dilation needed, use a new delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. It should be noted that the implanting of sapien 3 on a native mitral valve via transseptal approach is considered off-label use. Nevertheless, the complaint for was confirmed based on evaluation of the returned device. No manufacturing non-conformances were identified during evaluation of the returned delivery system. The review of lot history, DHR, complaint history, and manufacturing mitigations further supported that a manufacturing non-conformance in the delivery system likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. It should be noted that no issues were noted during device deairing, indicating no out of the box issues with the device. As the location of the pinhole is located near the thv crimp region, it is possible that interaction between the thv inflow struts and the crimp balloon, prior to performing valve alignment, may have resulted in damage to the balloon material. This may have happened during the crimping process, or while tracking the system in tortuous anatomy. In this case, available information suggests that patient (tracking device in tortuous anatomy) or procedural (improper crimping) factors may have contributed to the complaint event. However, there is insufficient information to determine a conclusive root cause. No manufacturing nonconformances were identified in the returned sample. No product nonconformances or IFU/training manual inadequacies were identified and review of complaint history revealed that the complaint rate did not exceed the august 2019 control limit for the relevant trend category; therefore, no product risk assessment nor corrective or preventive actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. UDI # (B)(4). This is one of two reports being submitted for this case. Reference mfg. Report no. 2015691-2019-03469.

Event description:
During a mitral procedure in the native annulus with severe mitral annulus calcification by transspetal approach, a 29mm sapien 3 valve was deployed with an additional 5ccs of volume.  The appearance of the valve was "d" shaped not circular resulting in restriction of one of the leaflets and central insufficiency (cai). A decision was made to place a 2nd valve. During deployment with the second 29mm commander delivery system, the distal portion of the balloon over inflated while the proximal portion would not inflate causing partial deployment (50%) of the valve. A third delivery system was used to post dilate the second valve and the valve fully expanded.  The patient is stable. Upon visual inspection of the second delivery system, a pin hole was noted on the balloon.  The second delivery system will be returned.